Event description:
Diagnostic imaging with a combination near-infrared spectroscopy (nirs) and intravascular ultrasound (ivus) catheter. It is reported that there was some difficulty withdrawing the imaging catheter from the coronary vessel after a stent (synergy, boston scientific) was deployed and ivus evaluation was performed. It is reported that the imaging catheter was stuck around the proximal end of the deployed stent. The imaging catheter was therefore removed using a balloon catheter (ryurei, termo) which was inserted over the guidewire (sion blue, asahi). No injury to patient reported. No treatment of patient required due to malfunction.

Manufacturer narrative:
The catheter was returned and investigated by the manufacturer. Patient ivus and angiographic data was also forwarded and reviewed by the manufacturer. The investigation concluded that the catheter most likely became engaged on a mal-apposed stent strut which caused the catheter to become difficult to remove. The review of the returned catheter revealed that the catheter met all applicable specifications for crossing profile, therefore this engagement in the strut was not caused by any issue with the manufacture of the catheter. A review of the device history record indicated that the device was manufactured in accordance with manufacturer procedures and met specifications at time of manufacture. No further investigation required.